Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation and medical records received. Litigation alleges elevated metal ions and severe pain. After review of medical records, the patient was revised for metallosis right hip. Operative notes reported that there was a lot of grayish milky fluid in the hip c/w metallosis. Part and lot numbers were not provided. Lab results provided were below 7 ppb. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. E3 initial reporter occupation: lawyer.